Event description:
05, pt had alblation of atrial fibrillation. A blister (2nd degree burn) was noted on his lumbar are where a reference patch was placed. Dry sterile dressing was applied the site; the event did not require hospitalization. As of 03/06, pt is doing well.